Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was overfilling their cartridge. Tandem technical support educated the customer that this is off label. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/over filled. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.